Event description:
Bardport implanted port with groshong catheter, product code 0602830, lot no. Reua0320. Catheter broke off from port and migrated to the heart and pulmonary artery. Required surgery to retrieve the catheter from the heart and pulmonary artery.